Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00019 thru 3012447612-2017-00021.

Event description:
It was reported that three instruments were damaged during surgery. The tip of a plug driver twisted during plug installation. The torque wrench did not output the required torque. The ring of a rod bender broke while bending a rod. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event. This is report three of three for this event.

Manufacturer narrative:
The returned rod bender was evaluated. The hex screw which secures the components together had come loose and allowed the device to disassemble. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.